Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicated that they experienced blood glucose was below 40 mg/dl. Customer reported current blood glucose was 104 mg/dl. Customer reported minimed mobile app was unresponsive. Troubleshooting was performed. Customer was assisted in pairing insulin pump with mobile device. Device will be returned for analysis.